Event description:
It was reported that the device would lock up. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported lock up failure. Physio replaced the user interface pcb and sys controller pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for user.